Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the cartridge tubing and the infusion set tubing. Customer's blood glucose level was 350 mg/dl. Tandem technical support reviewed the load process with the customer to address the issue.